Event description:
It was reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. The customer reported high blood glucose (bg) level of 555 mg/dl. A correction bolus was delivered to address bg.